Event description:
Consumer claims to have been getting high readings which are not consistent with the way they feel. They experienced symptoms of low sugar and was hospitalized because they passed out due to low sugar levels. Believes the meter was not reading accurately.